Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction code, was advised to continue using pump, and to call back if any malfunction code recurred, which customer acknowledged and understood.